Event description:
The customer stated, that while the axsym analyzer was in operation (with the sample processing cover open), some papers fell on he analyzer in the sample processing area. The customer reached her hand in the processing area while the axsym was in operation to retrieve the papers and was pricked by the sample probe. The customer followed the account's internal procedures for an accident involving non-sterile sharp material. Blood testing was performed and a standard treatment (not specified) which is used within the first 12 hours of exposure (a single oral dose) was administered. The customer also started an hiv preventative protocol (not specified) which required taking the drug every 12 hours for one year. The customer completed one day of the protocol and decided to stop due to existing medical conditions and the low risk of hiv infection from the probe.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when he investigation is complete.